Event description:
ICU nurse reported that a post-op pt came to the ICU about 6:45pm in 2004. Channel a had insulin running that was discontinued at 1745 per the anesthesia log. The pt's blood sugar was in the 40's. They kept giving boluses of d50 without any change. The blood sugar stayed low until about midnight, when it started to increase. The nurse believes the insulin drip may have still been running and would like the logs analyzed. Biomed tested the pump and no problems were found. Event logs were analyzed and insulin drop was programmed at 2ml/hr at 2:13pm and the channel paused (anesthesia mode). At 4:06pm, the channel was selected and the rate was changed to 5ml/hr and started. At 4:54p,, the channel was selected and the rate changed to 50ml/hr. Prior to confirming the rate change, the user received a maximum dose exceeded message (maximum dose is 30) and chose to continue and start the channel. At 6:45pm the user changed the rate back to 5ml/hr. At 6:49pm the channel was paused and not started again. The reported overinfusion of insulin could not be confirmed. Data from the device's event logs indicate that the channel should have delivered approximately 95.5mls in the little over two hours in which it was run. The log also indicates that the user hit a guardrail limit for dosage and chose to continue at the programmed rate which was nearly double the limit. The hospital has been asked what the intended rate was for the insulin and has not responded with this information.